Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was apparent explant damage. The lead is part of the advisory for this model.

Event description:
It was reported that the patient's lead was 'bad.' The lead was explanted and replaced. The device was replaced as it had reached elective replacement indicator (eri). The device was analyzed by the manufacturer and it tested out of specification. No patient complications have been reported as a result of this event.